Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed syncope and there was t-wave oversensing (twos) observed on the right ventricular (rv) lead. The lead was reprogrammed, however, twos recurred. Lead reprogramming was performed again, however, twos was still noted. It was further reported that recently the patient had another episode of syncope as well as a fractured hip. The lead remains in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.